Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and pregnancy with contraceptive device ("pregnancy (with complications),") in an adult female patient (gravida 9, para 1) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 1 ((B)(6) 1991) and stillbirth nos. Previously administered products included for an unreported indication: gabapentin in 2010. In 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), the first episode of dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), dyspareunia ("painful intercourse, dyspareunia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), the second episode of dysmenorrhoea ("dysmenorrhea"), abdominal pain upper ("stomach pain"), migraine ("migraines/headaches"), headache ("migraines/headaches"), weight increased ("weight gain"), mental disorder ("psychological or psychiatric problems") and anxiety ("anxiety"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (supracervical hysterectomy,uterus only). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain was resolving, the abortion spontaneous, pregnancy with contraceptive device, the last episode of dysmenorrhoea, fatigue, abdominal pain upper, migraine, headache, weight increased, mental disorder and anxiety outcome was unknown and the vaginal haemorrhage, dyspareunia and menorrhagia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, anxiety, dyspareunia, fatigue, headache, menorrhagia, mental disorder, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on an unknown date: total bilateral occlusion most recent follow-up information incorporated above includes: on 30-jul-2018: plaintiff fact sheet received: anxiety event was added and events outcome updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and pregnancy with contraceptive device ("pregnancy (with complications),") in an adult female patient (gravida 9, para 1) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 1 ((B)(6) 1991) and stillbirth nos. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), the first episode of dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), dyspareunia ("painful intercourse, dyspareunia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), the second episode of dysmenorrhoea ("dysmenorrhea"), fatigue ("fatigue"), abdominal pain upper ("stomach pain"), migraine ("migraines/headaches"), headache ("migraines/headaches"), weight increased ("weight gain") and mental disorder ("psychological or psychiatric problems"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (supracervical hysterectomy,uterus only). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, abdominal pain, vaginal haemorrhage, dyspareunia, menorrhagia, the last episode of dysmenorrhoea, fatigue, abdominal pain upper, migraine, headache, weight increased and mental disorder outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, dyspareunia, fatigue, headache, menorrhagia, mental disorder, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on an unknown date: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet was received - reporter and patient dempgraphic added. The following events were provided: menorrhagia, fatigue, dysmenorrhea, psychiatric and psychological disease, stomach pain, migraines, headaches, weight gain,miscarriage, pregnancy with essure and device ineffective.other relevant history added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), abortion spontaneous ("pregnancy (stillbirth or miscarriage)") and pregnancy with contraceptive device ("pregnancy (with complications),") in an adult female patient (gravida 9, para 1) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 1 ((B)(6) 1991) and stillbirth nos. Previously administered products included for an unreported indication: gabapentin in 2010. In 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), the first episode of dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), dyspareunia ("painful intercourse, dyspareunia"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), the second episode of dysmenorrhoea ("dysmenorrhea"), abdominal pain upper ("stomach pain"), migraine ("migraines/headaches"), headache ("migraines/headaches"), weight increased ("weight gain"), mental disorder ("psychological or psychiatric problems") and anxiety ("anxiety"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (supracervical hysterectomy,uterus only). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain was resolving, the abortion spontaneous, pregnancy with contraceptive device, the last episode of dysmenorrhoea, fatigue, abdominal pain upper, migraine, headache, weight increased, mental disorder and anxiety outcome was unknown and the vaginal haemorrhage, dyspareunia and menorrhagia had resolved. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, anxiety, dyspareunia, fatigue, headache, menorrhagia, mental disorder, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, weight increased, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - on an unknown date: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/pain') and abortion spontaneous ('pregnancy (stillbirth or miscarriage)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida, parity 1 ((B)(6) 1991) and stillbirth nos. Previously administered products included for an unreported indication: gabapentin. Concurrent conditions included uterine bleeding and uterine enlargement. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pain menstrual ("painful menstrual cycle/ dysmenorrhea (cramping)"), vaginal haemorrhage ("heavy vaginal bleeding/abnormal bleeding (vaginal)"), dyspareunia ("painful intercourse, dyspareunia / dyspareunia (painful sexual intercourse)") and heavy menstrual bleeding ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue"). In (B)(6) 2011, the patient experienced migraine ("migraines/headaches") and headache ("migraines/headaches"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant), abdominal pain ("abdominal pain"), abdominal pain upper ("stomach pain"), mental disorder ("psychological or psychiatric problems"), anxiety ("anxiety") and dysmenorrhoea ("dysmenorhoea"), was found to have a pregnancy with contraceptive device ("pregnancy (with complications),") and was found to have weight increased ("weight gain"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (supracervical hysterectomy,uterus only on (B)(6) 2014,). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and abdominal pain was resolving, the abortion spontaneous, pregnancy with contraceptive device, pain menstrual, fatigue, abdominal pain upper, migraine, headache, weight increased, mental disorder, anxiety and dysmenorrhoea outcome was unknown and the vaginal haemorrhage, dyspareunia and heavy menstrual bleeding had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 9, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain, abdominal pain upper, abortion spontaneous, anxiety, dyspareunia, fatigue, headache, heavy menstrual bleeding, mental disorder, migraine, pain menstrual, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage, weight increased and dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingectomy - in 2011: results: total bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-may-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("heavy vaginal bleeding") and dyspareunia ("painful intercourse"). The patient underwent hysterectomy to remove essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.